Event description:
It was reported that it was difficult to insert the ventricular lead into the pulse generator header. Eventually the lead was inserted and secured. The device function was good. The patient would be followed normally.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.